Event description:
It was observed during the device inspection, that the ultrasonic gastrovideoscope ultrasonic probe did not rotate, and the ultrasound image was not displayed. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found that the ultrasound image is not displayed. Based on the results of the investigation a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.